Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an inoperative keypad was confirmed during service evaluation. The assignable cause was a disconnected keypad cable. The keypad cable was reconnected to correct the reported condition.

Event description:
The facility representative contacted baxter (B)(4) to report a flogard pump in which the keypad was inoperative. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.